Event description:
It was reported that the device entered backup mode with no high voltage therapy available after a magnetic resonance imaging (MRI) scan. The event was due to not programming the device into backup mode prior to MRI exposure. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.